Event description:
A call was received through technical services reporting the lead was oversensing. The lead was replaced, not removed. No patient complications have been reported as a result of this event.